Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that that the stand movement was partly unavailable. Review of the system log file showed that a motorized movement unavailable, starting at 13:05:43 resulted in the issue with the motorized movement. The fse replaced the faulty motor assembly and clea(a vascular frontal stand) extension board to resolve the issue and then the system was returned to use in good working order.

Event description:
It has been reported to philips that the stand movement was partly unavailable. No harm was reported. A philips field service engineer (fse) visited the site and determined the motor assembly and clea extension board needed to be replaced. After replacing the motor assembly and clea extension board, the device was returned to expected functionality.